Event description:
Additional information received identified that the issue resolved with the replacement charging system.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2016-02113. It was reported the patient experienced pocket heating while charging. As a result, a low energy replacement charging system was sent to the patient. No additional information is available at this time. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.